Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip causing them to be misaligned. The grips were not found to be cracked. The instrument was rubbing against the conductor wire causing tip not move smoothly. Additional observations related to customer complaint: the instrument was found to have a segment of the conductor wire dislodged at the distal clevis appearing loose causing the grip tips not to open and close correctly and not release the tissue correctly. A loop of the wire protrudes above the outer surface of the distal clevis. The instrument was found to have damaged conductor wire insulation at the distal clevis. There was no fragmentation of the insulation, and the internal conductor wires were exposed and the instrument passed the electrical continuity test. The instrument was also found to have a frayed grip cable at the force pulley . Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the force bipolar jaw was dislocated. The procedure was completed as planned with no reported injury using a backup instrument. Isi followed up with the initial reporter and obtained the following additional information: the jaws appeared misaligned. The hospital was unable to confirm if the jaws were stuck in a closed position.